Event description:
It was reported by svc report that the bed's head left siderail was broken and stuck in the down position. There was also a cracked siderail panel replaced. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail, timing link.